Manufacturer narrative:
H3: 81 - evaluation is in progress, but not yet concluded.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. Initial calibration failed and an 'oxygen (o2) sensor out of range at calib' event was found in the log data. The sensor was verified to be plugged in and a second calibration passed, but the sensor output drifted after about five minutes. A luo o2 sensor was installed, calibration was successful, and the system held a steady output. It was determined that the o2 sensor did not meet specification. The service repair technician (srt) duplicated the reported complaint. The o2 sensor failed calibration attempts multiple times. The o2 sensor was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) displayed an 'oxygen (o2) analyzer calibration' failure message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the user reported an issue with their electronic patient gas system (epgs) during cpb. Specifically, the user attempted to calibrate the epgs, but received an o2 analyzer calibration failure notification. It was unclear why the epgs was not calibrated during set-up. Additionally, it was unclear if the team attempted a second calibration but did attempt to calibrate after they came off cpb. Regardless, the user chose not to obtain a backup source of o2 from a new heart lung machine (hlm). The team proceeded with the case; the surgery was completed successfully. There were no delay, no blood loss, nor adverse events reported.